Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer alleges that the (B)(4) bed was delivered to customer and 1 week later the customer stated the bed was separating due to the locking mechanism spring is missing.